Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly was occluded and thrombus was found above the filter. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and ten months later post filter deployment, a computed tomography of abdomen and pelvis was performed for deep vein thrombosis and chest pain. The study showed that there was an inferior vena cava filter in place and some thrombus was seen below the filter but there was no thrombus seen above the filter. After eleven years and two months, the patient complained of occasional to rare abdominal pain and developed recently with hip pain. After one year and one month, an x-ray of abdomen was performed for inferior vena cava filer evaluation, and he study showed that an inferior vena cava filter remained right aspect of l3 vertebral body, and the inferior vena cava filter was unchanged, in satisfactory position. After one year and three months, a computed tomography of abdomen and pelvis was performed, and the study showed that the filter prongs extended beyond the walls of the inferior vena cava. After two months, a computed tomography of abdomen and pelvis was performed for reevaluation of cystic lesion in tail of pancreas. The study showed that an inferior vena cava filter extended beyond walls of inferior vena cava, but this was unchanged in appearance. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter occlusion and thrombus above the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria.there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: a patient with lower extremity deep vein thrombosis with subdural bleeds with a need to stop anticoagulation had a vena cava filter successfully deployed. Approximately twelve years two months post filter deployment, the patient had abdominal imaging performed which demonstrated that the filter remained in the right aspect of l3 vertebral body in satisfactory position. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: caval occlusion the probability of this occurring should be weighed against the inherent risk/benefit ratio for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly was occluded and thrombus was found above the filter. The patient status was not provided.

Manufacturer narrative:
Medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: a patient with lower extremity deep vein thrombosis with subdural bleeds with a need to stop anticoagulation had a vena cava filter successfully deployed. Approximately twelve years two months post filter deployment, the patient had abdominal imaging performed which demonstrated that the filter remained in the right aspect of l3 vertebral body in satisfactory position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly was occluded and thrombus was found above the filter. The patient status was not provided.